Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that device has channel error 240.4150. There was no patient involvement.

Event description:
It was reported that device experienced channel error 240.4150. Facility biomed replaced the upper sensor and the error went away, however the pressure was too low and the device would not pass calibration. Device was sent to central supply organization which the lower pressure sensor was replaced. Performed preventative maintenance and the device was able to pass all tests. There was no patient involvement.

Event description:
It was reported that device experienced channel error 240.4150. Facility biomed replaced the upper sensor and the error went away, however the pressure was too low and the device would not pass calibration. Device was sent to central supply organization which the lower pressure sensor was replaced. Performed preventative maintenance and the device was able to pass all tests. There was no patient involvement.

Manufacturer narrative:
The reported issue of channel error could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. A review of the device history record showed the device had a manufacture date of 07/23/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.